Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually tested and the customer reported problem was able to be confirmed. The device displayed a 45520 error. The cause was found to be with the keypad and pwa. The keypad and pwa were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the product presented a software error. The results of the investigation found that the device showed error code 45520. It is unknown if there was patient involvement.